Event description:
Customer reported oxygen gas did not flow into the aquapak bottle before use on a patient. A new unit was used. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). One empty 340 ml water bottle lot 19b059 was received with adaptor attached for evaluation. Lot and material number of adaptor received cannot be confirmed because adaptor packaging was not returned. The water bottle arrived with the trigger completely detached. The number "11" is embossed in the plastic of the bottom of the water bottle. The adaptor body is white , and the snap cap is clear. The threading of the adaptor snap cap appears to have slight damage. No other visual defects observed. The bottle was filled about halfway with water. The adaptor body made a stable connection to the bottle. Applied the water bottle/adaptor assembly to a flowmeter. The adaptor snap cap did not make a stable connection to flowmeter. The flowmeter was set to 2 liters per minute and bubbles were not observed in the bottle. The complaint is confirmed as reported. Tested the water bottle in conjunction with a control/non-complaint adaptor; the adaptor snap cap made a stable connection to flowmeter, and bubbles were observed in the bottle.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported oxygen gas did not flow into the aquapak bottle before use on a patient. A new unit was used. No patient involvement reported.